Manufacturer narrative:
Replaced compact block kit to fix the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during patient use, there was co2 rebreathing issue. There was no reported patient injury.